Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Over/under correction and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. The lens was exchanged for a different power lens, same size and problem resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
H3: device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found the lens haptic broken. Dimensional found the lens to be within specifications. Functional inspection failed. H6: type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim: (B)(4).